Event description:
It was reported that the insulin pump had intermittent insulin delivery when the customer used the bolus wizard. The caller stated that while on vacation, the customer had experienced incidents of high blood glucose; sometimes it was as high as 499 mg/dl. When the bolus wizard was programmed the blood glucose value was entered, then the value for carbohydrates was inputted as zero and insulin was not delivered. But when the customer administered the insulin manually with the insulin pump, insulin was being delivered. The day prior to the phone call, the customer programmed the bolus wizard, put in zero carbohydrates, and insulin was being delivered. The caller stated that before their vacation the customer's doctor had made some adjustments to the settings. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.